Event description:
The customer reported via phone call that she was hospitalize due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer stated that they were experiencing symptoms of extreme vomiting, chest pains, dry mouth. The customer was admitted to hospital. Customer was treated in the hospital. The troubleshooting for performed. The insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.